Manufacturer narrative:
The returned lens was received torn with some portions of the optic and haptic missing. Due to the torn condition, dimensional measurements could not be performed. However, one retain sample from lot# 015504 was inspected dimensionally and all measurements were within specifications. Results - due to the torn condition, dimensional measurements could not be performed. Conclusions - due to the torn condition, dimensional measurements could not be performed. However, one retain sample from lot # 015504 was inspected dimensionally and all measurements were within specifications.

Event description:
The surgeon reports explanting the crystalens iol approximately one year after implantation due to an unspecified hinge defect. The lens was replaced with a different model iol. No additional information could be obtained from the customer.